Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was 417 mg/dl with large ketones, diabetic ketoacidosis, abdominal pain, extreme drowsiness, extreme thirst, excess urination, nausea, and vomiting. It was reported the patient was hospitalized on (B)(6) 2016 and received intravenous fluids and other unspecified treatment. It was reported the patient discontinued pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the pumps basal history was inappropriate for the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017-product analysis: the device was returned and evaluated by product analysis on 01/11/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose basal totals did not match programmed daily totals on (B)(6) 2016 for the following known and expected reasons: on (B)(6) 2016 at 02:31, a replace battery alarm occurred; the pump was powered on again at 08:33 and basal deliveries were resumed at 08:49. On (B)(6) 2016 at 07:58, a loss of prime alarm occurred; the pump was primed at 12:44 and basal deliveries resumed at 12:49. The pump successfully completed a prime sequence, a bolus delivery, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries that occurred during investigation were recorded accurately in the pump¿s history. Unrelated to the complaint, two battery compartment cracks were observed - no power issues were observed. The audio bolus button was missing and therefore inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).